Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The fractured piece of an unknown 3i screw was returned along with the associated osseotite parallel walled implant (oss510) for investigation. Visual inspection of the returned products identified the fractured piece of screw within the implant. The reported fractured screw was unknown. The reported devices were located on tooth 30 and implanted for approximately 3 years. Pictures or x-ray images were not provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that a screw fractured in an implant and could not be removed. The reported complaint was confirmed. Per visual inspection, piece of the fractured screw was found inside the implant. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H6: evaluation codes. H10: additional narrative. The following sections have been corrected: d11: concomitant medical products and therapy dates.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier unknown. Weight: unknown. Lot number: unknown. First/given name: unknown. PMA/510(k) number unknown.

Event description:
It was reported that the unknown biomet abutment screw fractured in the implant. It could not be removed and therefore the implant was extracted.